Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: october 27, 2011. No deviation nor any non-conformance reports were noted in the device history record review. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: depuy rod (part 1967-89-600, lot gm44565, quantity 1).

Manufacturer narrative:
This report is for an unknown rod cutter/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery, the rod cutter broke at its junction when the surgeon was cutting the rod (cobalt chrome alloy 5.5mm). There was no surgical delay. No adverse consequence was reported. No fragments left in patient. Concomitant parts: rod (part and lot unknown, quantity 1). This report is for an unknown rod cutter. This is report 1 of 1 for com- (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the hardness measurements of the device shows no deviations from the specifications. A disassembly of the part (388.750) shows signs of usage, especially at the scherplatte 6 mm hole and on the scherebel-biegestempel, which shows evidence of multiple uses. Based on the fact that the holes show the same deformations, it could be assumed that two (2) rods were cut at the same time. As per description included in the technique guide, depending on the surgery, two (2) parallel rods should be used. Therefore, it is possible that two (2) rods were cut at the same time which would require high force during the first step due to the geometry of the parts. The very high force could lead to the breakage/tear-off of the thread as seen in the returned device. Furthermore, it could be assumed that the device was sterilized with a different method than what was used for the other parts of the instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.